Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. \the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "novel coronavirus infection," deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a subject experienced non device related event of ¿novel coronavirus infection" after a subject was injected in the chin with two syringes of juvéderm® volux¿ with lidocaine. Subject was hospitalized for relevant examinations, and received treatment such as temperature monitoring and symptomatic treatment. Patient was discharged six days later and event resolved.